Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric bypass. According to the reporter: when suturing, the suture became dislodged from the needle (the needle remained in the jaw of the instrument). Another stitch was used. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.